Event description:
As reported by the user facility: a traumatic insertion using introducer needle at l3-l4 on an emergency c-section patient. Withdrew introducer and that was intact. Withdrew needle, and it broke off approximately where it had exited introducer needle. Approximately 5.8cm of needle remains in patient's back - will be surgically removed, possibly using local anesthesia. Had no csf return, needle wasn't bent, did not hit bone. Pt required general anesthesia - patient and baby ok. Additional info provided by the facility indicated the needle fragment was surgically removed from the pt without incident. The pt is fine and has not suffered any adverse sequela associated with the reported incident. The sample is being retained by the facility. However, the facility has agreed to send a photo of the sample for eval.

Manufacturer narrative:
The actual device in the reported incident is being retained by the facility and will not be made available to the MFR to be evaluated and a photograph of the sample has not yet been received for eval. Past incidents of this nature have indicated that the cannula encountered some type of trauma, which stressed the part beyond its intended design capabilities. However, without the sample or a photograph for eval, a thorough eval could not be performed. No specific conclusions can be drawn. There are no other reports of this nature against the reported catalog number or reported lot number. All available info has been forwarded to the actual MFR for eval. If the actual device in the incident or a photograph of the sample is made available to the MFR to be evaluated as indicated, a follow-up report will be filed.